Event description:
The manufacturer received information alleging the device overheats. The patient reports that the device was working fine then "lights cut and smoke came form the lights in the apartment". The patient reports plugging the device directly into the wall outlet. The patient reports they went to the hospital and they told him he was strained and anxious due to the lights then the lights were turned off. The patient states they are experiencing headaches and difficulty breathing. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.